Event description:
It was reported that this right ventricular lead exhibited low amplitude and low out of range pacing impedance measurements. A therapy upgrade was being scheduled and was decided to address the issue at the time of the procedure. At this time, this lead remains in service. No further adverse patient effects were reported.